Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had discret mass effect on 24 hour CT done on (B)(6) 2024. There was no treatment or other actions taken for the mass effect and the outcome was recovering/resolving. The patient also experienced right thigh pain on (B)(6) 2024. Doppler was done and there was a false aneurysm of the right femoral artery treated by compression, desaturation, and hypotension on (B)(6) 2024. Abdominal CT scan done. Pseudoaneurysm operated the same day with anemia treated by transfusion. The pseudoaneurysm was treated with blood transfusion, concomitant treatment, percutaneous intervention, physical therapy, and surgical procedure, and the outcome was recovering/resolving. The events were not a recurrent or new stroke. The mass effect was assessed as causally related to the disease under study and not related to an underlying condition or disease. The pseudoaneurysm was assessed as not related to either. The events did not result from a device deficiency. Nihss was 18. Pre-procedure mtici was 0 and post procedure was 3. The site assessed the mass effect as not related to the devices or procedure, however, the sponsor assessed as possibly related to the study procedure. The site assessed the pseudoaneurysm as causally related to the study procedure and not related to the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient experienced a vascular access site hematoma in the groin region requiring a surgical evacuation. The access vessel was the femoral artery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the initial clot territory was the mca, right m1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient recovered/resolved (B)(6) 2024.